Event description:
"Tip of novy catheter dropped off into the pt's uterus. Tip of novy catheter retrieved hysteroscopically with graspers."

Manufacturer narrative:
One used guide catheter was received noting the catheter to be separated into two segments near the bonded area. A scrape mark was observed on the catheter starting at the point of separation and continued toward the hub; several gouges were also noted near the point of separation. The customer indicated a 12 degree olympus hysteroscope with 5fr working channel scope was used during the procedure. Upon examination of the point of separation, the inner wires were noted to be protruding and bent over the end of the catheter. This catheter has inner wires to aid the physician should they want to turn the catheter to assure stability. Three catheters from production were test pulled and all three catheters separated beyond specification. Two catheters were bent to approx a 90 degree angle before test pulling in an attempt to recreate the bent wire appearance of the complaint product noting the inner wires on all three catheters were straight at the point of separation. Unable to determine what has caused the customers difficulty, add'l investigation is currently underway. When additional info becomes available, it will be forwarded.